Event description:
Peg tube migrated into stomach. The suspect medical device or gastroscopy (peg) tube was placed without incident by endoscopy in 2000. Subsequently the pt was admitted to a nursing home facility. A reported, pt was known to have pulled out a tracheostomy tube and did require restraint. One month later, during a peg tube feeding, the nurse discovered the peg tube "was missing". No clear if there was any evidence of any part of the peg tube present. The nurse apparently assumed the pt had pulled out the peg tube however did not locate it. The nurse then replaced the peg tube with a new (replacement) tube. There is no info on whether the pt's stool was checked thereafter for evidence of the missing tube. The pt was discharged from the nursing home to home. Over 2 months later, the pt was admitted to the hosp with an acute abdomen. With emergent surgery, the md found the missing tube in the small intestines, as well as peritonitis and performed a hemicolectomy. Further observations by md noted that the pt had adhesions in the distal ileus which he speculates may have prevented the detached tube from passing by usual peristalsis. According to reporting hospital, the md noted two perforations in the small intestines. Pt expired fifty days later due to complications, unspecified.